Event description:
A materials mgr reported that during an intraocular lens (iol) implant surgery, the haptic broke and the lens fell to the back of the eye. In a f/u, the materials mgr further clarified that a lens was exchanged during a secondary procedure. In a f/u with the surgeon, he reported that a vitrectomy was performed and another iol was implanted. The event resolved with treatment.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(6) 2011 by phone, fax, and mail. Add'l info was rec'd on (B)(6) 2011 by phone. A completed questionnaire was rec'd on (B)(6) 2011. (B)(4).